Manufacturer narrative:
(B)(4).

Event description:
It was reported that ???/hour glass/no readings/sensor error occurred. The sensor was inserted into the abdomen on (B)(6) 2021. The patient passed out while the continuous glucose monitor (cgm) was in sensor error. His wife administered a glucagon injection. She did not report any symptoms occurred prior to him passing out. The blood glucose (bg) values before, during or after him passing out were not reported. He recovered and did not need to go to the hospital. No product or data was provided for investigation. Confirmation of the problem and probable cause could not be determined. No additional patient or event information is available.